Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device: uterus/perforation of the essure device"), embedded device ("essure had migrated into my uterus and was imbedded in there") and device expulsion ("essure had migrated into my uterus and was imbedded in there") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2005 to 2014 and oral contraceptive. Concurrent conditions included haemorrhagic anaemia and menstruation irregular. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (dilation & curettage/hydrothermal ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, embedded device and device expulsion outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered device expulsion, embedded device, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: per mr: on (B)(6) 2015 patient stated last friday she started bleeding heavy, patient stated she is still bleeding, changing a pad about every 2 hours. Diagnostic results: on (B)(6) 2014, per pfs: hysterosalpingogram revealed initial impression showed left essure coil in good position. Right tubal patency. Essure coil noted over or in uterine cavity defect in uterine filling likely due to blood clot. Per mr: the right essure device appears to have migrated into the uterine cavity with filling of the right fallopian tube and drainage into the right side of the peritoneal cavity. The left essure device appears well positioned within the fallopian tube with closure of the left fallopian tube with closure of the left fallopian tube present.a filling defect within the uterine fundus could represent blood clot. The patient is actively bleeding at this time. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and device expulsion." Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr was received. Reporter information was updated. This case concerns an adult patient. Her demographics were updated. Her historical medication and concurrent condition was added. Lab data was added. Essure indication was added. Essure removal date was added. Following events: essure had migrated into my uterus and was imbedded in there and abnormal bleeding (menorrhagia/ vaginal). She had not recovered for bleeding. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2014, 31 days before insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2014, the patient had essure inserted. The patient was treated with surgery (on (B)(6) 2014, she underwent pelvic surgery). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.